Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead noted high out of range impedance measurements. The clinician indicated the out of range measurements were not an indication of a lead issue and the alerts would like to be avoided. Boston scientific technical services (ts) indicated programming the daily measurements off would be an option. No adverse patient effects were reported.